Event description:
Customer claims that the alarm unit powered on and after a few seconds the unit powered off. There was no visible damage to the alarm case or connectors. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval results: eval for the returned product shows that the alarm unit does not power-on. The unit was tested using new batteries. The battery springs are misaligned and the door is damaged, therefore, it does not close properly. (B) (4).